Event description:
It was reported that during the sett up of the catheter, the adhesive diaphragms remained stuck to the patient's belly. The needle remained in the patient's skin. No medical or surgical intervention was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the sample was received in used condition without its original packaging. It was observed that the sample has the retractor active and without the needle in the retractor. During a review of the production run, the needle assembly operation was audited and it was performed by the production personnel according to the manufacturing procedures. Training records were reviewed; operators were trained on the operation been performed. Maintenance records from the machine used for the operation were reviewed; no anomalies were detected. During functional testing, no discrepancies were found. The sample was also checked to confirm that it had adhesive, comparing it with a piece of raw material without adhesive. When comparing both samples, it was observed that a piece with adhesive forms a conical part in the upper part of the component. The retractor assemblies are one hundred percent visually inspected by the production personnel to assure that the needle is properly threaded. Production personnel verifies one hundred percent that parts not be damaged (including scratches) or distorted/warped. The root cause of the reported issue was found to be the adhesive was not placed correctly. An alert was generated to ensure that operators verify that the amount of adhesive drop is correct and that it is placed as indicated in the procedure. Production personnel was also retraining to the on procedure to reinforce the needle bonding operation. (510k) is unknown. No product information has been provided to date.